Event description:
It was reported that during a lap cholecystectomy procedure, the device fired a malformed clip. Another device was used to complete the procedure. There was no adverse consequence to the pt.